Event description:
It was reported that during a rotablation procedure in the lad with 99% stenosis and calcification, the guide wire fractured 13mm from its tip. Attempts at retrieval were unsuccessful and the tip remains in the pt. The physician elected to secure the wire in place with a stent. Patient status is listed as "good".